Event description:
Consumer stated: guest purchase a up and up tooth brush and when she was brushing her teeth's this items fall apart and notice the metal part on her mouth. No contact info or product provided.